Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va36qvt, implanted: (B)(6) 2026, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was implanted with a new lead today and the implanted neurostimulator was almost 3 years old. The patient representative said all of the impedances were within range with the old lead, but now, electrodes 2-3 were above 4,000. The manufacturer representative (rep) had the healthcare provider (hcp) take the lead out of the connector block and put the lead back in. Then, they saw all impedances were over 4,000. The agent discussed possible sources of the issue. Patient and hcp information were followed up with and received.